Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated a power on reset occurred. This device was reported as included in the field action. Based on the information received and without the return of the product, it cannot be confirmed that this device performed as described in the field action. It is included in the field action in the abundance of caution. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was hospitalized after receiving six shocks from their implantable cardioverter defibrillator (ICD). The patient was presyncopal prior to the shocks. Interrogation of the device indicated a power on reset (por). It was noted that the patient had been traveling and had passed through scanners at the airport. Lead shock impedance was less than 20 ohms during testing. For the physician this confirmed the suspicion of an insulation problem. The device was reprogrammed and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the ICD was explanted and replaced.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.